Event description:
It was reported that pump displayed cartridge change error and caller was initially unable to load cartridge onto pump. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area as instructed by technical support, changed to different cartridge lot, and ultimately completed cartridge load process and resumed insulin delivery; no additional issues were reported.